Manufacturer narrative:
One uni-directional, curve d, tacticath sensor enabled contact force ablation catheter was received for evaluation. Optical fibers 1-3 no longer met specifications for optical properties, and a thermocouple signal loss error and no contact force were displayed when the returned device was connected to the tactisys quartz unit. Further investigation revealed that the catheter shaft material had been fractured between electrode rings 2 and 3. Optical fibers 1-3 and the deformable body thermocouple (tc2) were determined to be fractured at the location of the fracture in the shaft material with the reported event. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The root cause of this device deficiency was determined to be damage to the catheter tip during removal of the catheter from its packaging due to the design of the tip protector.

Event description:
This report is to advise of a fracture noted during analysis.